Event description:
On (B)(6) 2014, the patient underwent onyx embolization treatment. During the procedure, it was reported that after 10 minutes of an embolization of a type 2 endoleak with onyx via the ima, an attempt was made to pullback the microcatheter; however, the microcatheter would not move. Upon applying more force to pull the catheter, the microcatheter fractured at the tip. Approximately 30cm of the microcatheter remained in the in the endoleak cavity extending to the middle colic artery of the patient. No intervention was performed. The patient was reported as doing fine and the consultant did not expect any long term issues. Same event as MDR# 2029214-2014-00768.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event.the device has not beenreturned for analysis and part of it remains in the patient; therefore, the event cause could not be determined.(B)(4)